Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device manufacture date was reported as unknown in the initial medwatch report. This has been updated to (B)(6) 2015. UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the device stopped rotating and displayed an e6 9 handpiece overheat warning) error code, the connector cap cable was frayed and the motor and flex circuit were worn out causing issues. The device also failed pretests for loctite and cable assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Concomitant medical product and therapy dates: navio robotic system device, cutter device, (B)(6) 2018. The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device displayed an e6 error code (overheat warning) three times while burring the posterior tibia. According to the reporter, to clear the error the navio robotic system device was unplugged and re-plugged into the motor from the side. The surgeon would then burr and move the burr around some areas without running the cutter device to refine some image after pressing the pedal again to keep burring, however an e6 was displayed again. There was an unspecified amount of delay to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.